Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported that the insulin pump had a no delivery alarm during bolus. During troubleshooting, the customer's father could not get insulin to exit the tubing and received another no delivery alarm. When using the plunger to get insulin to exit, the caller reported that there was a great amount of resistance. After changing the reservoir, the bolus delivered properly. Blood glucose level at the time of the incident was 381 mg/dl. The customer's father will not return the device for analysis.